Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4) ; model: mp70). From the available information, we couldn't confirm the reported event. The exact root cause was not determined. However, based on our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged optic after implantation. Date of implant - not provided something like folding mark was remained at the center of the optic after 2 months from erm surgery. The patient has difficulty seeing things clearly. The doctor didn't notice it in the surgery. Patient condition: visual impairment. Health impact: temporary impairment.

Event description:
Damaged optic after implantation. Date of implant - not provided something like folding mark was remained at the center of the optic after 2 months from erm surgery. The patient has difficulty seeing things clearly. The doctor didn't notice it in the surgery. Patient condition: visual impairment. Health impact: temporary impairment.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4) ; model: mp70). From the available information, we couldn't confirm the reported event. The exact root cause was not determined. However, based on our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.